Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during an intra ocular lens implant procedure, the lens was noticed to be cracked and was removed during the same procedure. There are two medical device reports associated with this event. This report is for file 1 of 2. Additional information has been requested.